Event description:
The field engineer noted there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.